Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that increased threshold and impedance were observed. Externalized conductors were also noted via fluoroscopy. Lead was capped and replaced. Patient condition was stable after the procedure.